Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Pfna blade (part: 04.027.035s, lot: l748106, quantity: 1), hammer (part: unknown, lot: unknown, quantity: 1).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Part: 03.010.176; lot: 9829937; manufacturing site: haegendorf; release to warehouse date: may 31, 2016. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Only top level of the device history record reviewed as sub-components are not lot tracked. Visual inspection: the threaded part of the adapter for blade for removal of pfna-blades is broken off and was not returned for evaluation. There are strong stress marks above the fracture face visible. Also there is a clearly visible dent at the bottom side of the crossover from the cone to the shaft. At the hexagon are different deep nicks visible. Dimensional inspection: the relevant dimensions can not be verified as the breakage occurred at the cross over to the conical part. Drawing/specification review: the last two potential work orders that were produced prior to lot 9829937 were reviewed. The review has shown that with 1.4542 stainless steel, the correct material was used and that the hardness was within the specification from drawing. The surgical technique of the pfna/pfna-ii. Blade extraction set was reviewed. Following possibly relevant statements were found on page 14: screw the hammer guide to the adapter with thread and screw the assembly to the inner recess of the blade. Remove the blade by applying gentle hammer blows with the combined hammer. Precaution: do not apply bending forces when hammering out the blade. Summary: the complaint is confirmed as the thread part of the adapter with thread for blade for removal of pfna blades is broken off as complained. During the performed evaluation, no manufacturing related issue could be detected. Based on the provided information, and without the broken tip, the exact cause of this occurrence cannot be defined. The fracture face is homogenous and has the typical view of a forced rupture. Next to that the angular appearance of the fracture face indicates that it was bent before it broke. Based on these findings and the visible marks at the adapter shaft, we can only assume that a mechanical overload, caused by the complicated removal of the broken pfna blade, in combination with lateral forces did lead to the breakage of the adapter. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is not distributed in the united states, but is similar to device marketed in the USA. (B)(4). The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that during a removal surgery of proximal femoral nail antirotation (pfna) blade and nail on (B)(6) 2019, the threaded end of the adapter for blade for removal of pfna blade broke off into the back of the pfna blade. The adapter for blade was screwed into the back of the pfna blade. The surgeon then began to back hammer the blade out and then suddenly, the threaded end came off from the main part of the adapter for blade. The adapter was then dismantled and removed from the patient. The surgery was completed by using an hss drill to enable the guidewire with a hook to pull the blade out there was a surgical delay of approximately 45 minutes to access new options. There was no adverse consequence to the patient. This report addresses the intra-op event of broken adapter for pfna blade removal and the related complaint (B)(4) captures the post-op event of a broken pfna blade. Concomitant device: pfna blade (part# unknown, lot# unknown, quantity# 1). This report is for one (1) adapt f/blade f/removal of pfna-blades. This is report 1 of 1 for complaint (B)(4).